Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 453 mg/dl. The customer treated with a manual bolus. The customer stated that the pump will not go pass 10 units. The customer was advised that the pump showed full reservoir but reservoir is not actually full due to rewind not be fully completed. The customer removed the reservoir and disconnected from the pump. The customer was assisted with clearing. The customer was assisted with how to adjust the max bolus on the pump. The customer was advised to monitor the blood glucose and call back if issues continue.